Manufacturer narrative:
The information in the complaint file has been reviewed. On (B)(6) 2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a fresenius cycler whose peritoneal wall was damaged due to surgery and experienced a serious infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and peritoneal wall damage; however, no additional information was obtained. Patient demographics, nature and cause of these events, medical intervention provided, and the patient¿s current disposition remain unknown. In the intake, there was no indication these events were related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritoneal wall damage and/or serious infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection, had problems with their access, and were hospitalized. The patient reported they could no longer perform pd therapy because their peritoneal wall was damaged following surgery. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection, had problems with their access, and were hospitalized. The patient reported they could no longer perform pd therapy because their peritoneal wall was damaged following surgery. Additional information was requested, however to date has not been provided.